Manufacturer narrative:
H6: investigation summary : no product or photo was returned by the customer. The customer complaint that the tubing would not prime could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the unspecified bd¿ infusion set was blocked during the flush. The following information was provided by the initial reporter: "we did have another extension tubing this week that did not flush appropriately on tuesday"

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ infusion set was blocked during the flush. The following information was provided by the initial reporter: "we did have another extension tubing this week that did not flush appropriately on tuesday."